Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 177mg/dl. Troubleshooting was performed. The caller stated that the device was exposed to a high magnetic field while having an MRI. Assisted the customer to run the displacement and passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. Unable to perform the functional test due to motor anomaly.